Event description:
It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025 and completed as expected. The procedure was done under general anesthesia following placement of fiducial markers. Several days after the procedure the patient experienced urine voiding difficulties, a foley catheter was placed and removed after a few days, after which the symptoms were resolved. On (B)(6) 2025 the planning CT and MRI scans showed hematoma, and the patient reported a sensation of constipation. It was decided to repeat the CT in a couple of weeks to monitor the hematoma size.